Event description:
The event involved a 9" (23 cm) appx 0.67 ml, ext set pressure infusion (400 psig) w/2 microclave¿ clear, purple clamp, rotating luer where it was reported that the clave broke and leaked after an injection. The clave injected into was the clave that cracked, which is a subassy, y-clave®, clear, .132", item 4 in product description. There was patient involvement and unknown patient harm reported.

Manufacturer narrative:
Received: one used. List #mc330623, 9" (23 cm) appx 0.67 ml, ext set pressure infusion (400 psig) w/2 microclave¿ clear, purple clamp, rotating luer; lot #13843237. Five new. List #mc330623, 9" (23 cm) appx 0.67 ml, ext set pressure infusion (400 psig) w/2 microclave¿ clear, purple clamp, rotating luer; lot #13843237. One new. List #unknown, 150ml sterile disposable syringe with spike; lot #8645670. One new. List #unknown, 150ml sterile disposable syringe; lot #8623094. A series of photos were shared by the customer, where there appears to be a crack along the shuntless's body. However, across the different photos is observed that the crack is in fact a fluid along the shuntless, no additional damage or anomalies are observed on the photo. Six samples (5 new and 1 used) item #mc330623 and a mating devices were returned for evaluation. As received it was observed a slight stick down on the used shuntless, no additional damage or anomalies were observed. The six samples were tested as per procedure and no internal or external leaks were observed. The ID of the mating devices were found to be within specification. The used shuntless (the one with slight stick down) was dissembled finding, a torn condition on the seal and unknown with residual inside the body. However, no physical cracks or damage were observed. Complaint of cracks cannot be confirmed based or replicated. The probable cause of the unknown white solution inside the shuntless and stick down on seal is typical due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles or luer caps on clave connector(s). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.